Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 10 mmol/l at the time of incident. The customer stated that they were trying to rewind when the pump alarmed and they were unable to exit the loop. The customer reverted to manual injections. The customer was advised that the insulin pump will need to be replaced. The insulin pump was not returned for analysis.